Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a broken reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported being hospitalized on (B)(6) 2014 for high blood glucose. Her blood glucose was over 1300 mg/dl. She stated she was not feeling well, so she checked her meter. The meter reading only said high. She gave herself bolus deliveries but her blood glucose would not come down. At the hospital she was diagnosed with diabetic ketoacidosis with a sepsis infection. She was treated with fluid and antibiotics and released when she could care for herself. Customer declined troubleshooting because her device is being replaced. She said the device has cracks. Nothing further reported.

Manufacturer narrative:
Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Device functioned properly. Device received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.